Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use an assurant cobalt stent to treat a right proximal iliac vein lesion. Packaging was removed as required with no issues upon opening. Resistance was encountered when advancing the device and some force was used. The device passed through a previously deployed stent. It was reported that the stent accidentally dislodged off the balloon, in the distal aorta, common iliac vein. The stent was accidently partially dilated in an unintended lesion site with a separate balloon during an attempt to dilate below the intended lesion, to help with passing the stent. The wire was still through the partially deployed stent. An attempt was made to recapture the stent using a snare and a large sheath. The stent was recovered into the sheath and removed from the patient. No additional patient clinical sequelae reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.